Event description:
Auxillary light has disconnected from the support arm and is dangling from wires. This is one of the stands already slated for replacement due to other mechanical problems. This is the second stand on which a lamp has broken off the arm of these new stands. When these break, 120v insulated wires are exposed, a potential hazard if the insulation is also damaged when the unit is twisted or comes apart.